Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 400 mg/dl. Reportedly, the supplies were changed to address the issue. Customer suspected that the infusion site was the cause due to customer being relatively lean and the 90 degree insertion angle may have introduced the infusion cannula into muscle or scar tissue; however, this was not confirmed.